Manufacturer narrative:
Additional information received; the original implant date was confirmed but the date when the migration was first observed is unknown. The exact cause of the event is unknown but it was thought that the migration might have occurred due to aneurysm remodeling. Intervention was performed 6 years post implantation and a non-mdt excluder limb was implanted successfully and extended into the external iliac artery (eia). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an unknown size abdominal aortic aneurysm on an unknown date. It was reported that when the patient returned for follow-up CT, it was noted that the common iliac artery had expanded causing limb migration. The cause of the event is unknown. No additional clinical sequelae were provided and the patient will be monitored.